Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapies due to electrocautery during an unrelated procedure. The procedure was completed successfully and the patient was stable.